Manufacturer narrative:
(B)(4). Method: the complaint rt319 adult bi-level/CPAP inspiratory-heated breathing circuits were not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the photograph provided by the customer revealed that the inspiratory limb of one of the breathing kit had a hole. The edge of the hole is rough and appears to have been made with a blunt object. Conclusion: we are unable to determine what may have caused the event reported by the customer. All breathing circuits are visually inspected before leaving the production line. The subject breathing circuits would have met the specified requirements at the time of production. The user instruction accompanied by the rt319 adult breathing circuit state: before connecting to patient, ensure that flow and pressure testing applicable to the ventilator has been completed. Set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6) reported on behalf of a homecare patient that the inspiratory tubing of three rt319 adult bi-level CPAP breathing circuit were found damaged during patient use. There was no reported patient consequences.